Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions exercise care in handling the sofia flow plus aspiration catheter to reduce the chance of accidental damage. Use caution when manipulating the sofia flow plus aspiration catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. The presence of calcification, irregularities, or other devices may damage the sofia flow plus aspiration catheter and potentially affect its insertion or removal. Maintain perfusion of heparinized saline for inner lumen of the sofia flow plus aspiration catheter to prevent thrombus formation. Do not use automated high-pressure contrast injection equipment with the sofia flow plus aspiration catheter because it may damage the catheter. The catheter has hydrophilic coating over the distal 60 cm. Make sure to hydrate the coating before use with heparinized saline. Once the catheter is hydrated, do not allow it to dry. Delivery of the sofia flow plus aspiration catheter 6. Navigation through the vasculature b. Insert the guidewire and / or microcatheter into the sofia flow plus aspiration catheter and advance the guidewire / microcatheter until the guidewire / microcatheter and the sofia flow plus aspiration catheter are aligned at the distal end. C. Using the introducer sheath provided in the package, carefully insert the sofia flow plus aspiration catheter and the guidewire through a hemostatic valve of the femoral sheath. Warning: do not over-tighten the hemostatic valve on the sheath or guide catheter through which the sofia flow plus aspiration catheter is inserted. Over-tightening may result in damage to the sofia flow plus aspiration catheter. E. Under fluoroscopic guidance, advance or withdraw the sofia flow plus aspiration catheter over the guidewire and / or microcatheter until the desired position is attained. Select vessels by slowly torqueing the sofia flow plus aspiration catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torqueing the sofia flow plus aspiration catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Aspiration through the sofia flow plus aspiration catheter 8. Under fluoroscopic guidance, position the distal tip of the sofia flow plus aspiration catheter at the desired vessel location. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torqueing the sofia flow plus aspiration catheter excessively while kinked may damage the catheter resulting in separation of the catheter. Withdraw the catheter system, including the sofia flow plus aspiration catheter, microcatheter, and guidewire if the sofia flow plus aspiration catheter is severely kinked. 9. Attach aspiration tubing to the aspiration pump and turn on the pump (refer to the directions for use of the aspiration tubing and aspiration pump manual). Confirm that the aspiration gauge reads -20 inhg. Ensure the stopcock on the aspiration tubing is in the closed position. 13. To begin aspiration, turn the aspiration tubing stopcock to the open position and check to see if blood, thrombus, or embolus are aspirated through the system. 14. If after 10 seconds blood is still observed flowing through the system, stop aspiration. To stop aspiration, turn aspiration tubing stopcock to the closed position. Carefully reposition the distal tip of the sofia flow plus aspiration catheter to engage the thrombus and resume aspiration. 15. If flow is restricted or absent, maintain aspiration to make sure any thrombus or embolus is fully engaged with the distal tip of the sofia flow plus aspiration catheter. With the thrombus or embolus fully engaged, slowly pull back the sofia flow plus aspiration catheter and completely withdraw out of the patient. Warning: excessive aspiration with the distal tip of the sofia flow plus aspiration catheter engaged with vessel wall may cause vessel injury. 16. With the sofia flow plus aspiration catheter outside of the patient body, flush the catheter to clear the catheter of any thromboembolic material that may be inside. Warning: do not attempt to clear inner lumen of the sofia flow plus aspiration catheter by infusion while keeping the device in the patient body. Remove the sofia flow plus aspiration catheter from the patient body before attempting to clear the lumen. 17. If repeated access to the vasculature with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Reintroduce the sofia flow plus aspiration catheter into the body and follow steps 6 & 7 in the ¿delivery of the sofia flow plus aspiration catheter¿ section to navigate the catheter to the target site. Warning: do not use the device if any damage or irregularities are observed.

Event description:
It was reported through the sofast clinical study, that follow up imaging demonstrated near complete thrombosis of an intracranial stent despite cangrelor bolus and infusion. Aspiration catheters could not be passed though the stent. No further mechanical thrombectomy was attempted. The study device was indicated to be possibly related to the sofia device. The event is definitely related to the study disease and possibly related to the thrombectomy procedure. Tirofiban medication was provided. Outcome is ongoing as the patient is enrolled in the study.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies thrombus formation as potential complication associated with the use of the device.

Event description:
It was reported that during a sofast clinical trial, follow up imaging demonstrated near complete thrombosis of an intracranial stent despite cangrelor bolus and infusion. Aspiration catheters could not be passed though the stent. No further mechanical thrombectomy was attempted. The study device was indicated to be possibly related to the sofia device.